Manufacturer narrative:
Date of event was approximated to 05/01/2021 as no event date was reported. (B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. It was noted that the wireguide of the device was kinked from the distal side. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. It is possible that interaction with scope and other devices during procedure could create friction on the balloon, leading to the investigation finding of balloon pinhole during the procedure. Also, the wire kinked probably was caused due to normal handling/manipulation of the device during procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received a cre pro wireguided dilation balloon device with no associated information. This event has been deemed reportable based on the investigation results of balloon pinhole.